Event description:
It was reported that the pt was hospitalized with elevated blood glucose levels and dka.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. The user mentioned that the pt's infusion set fell off the infusion site before the pt was hospitalized. No conclusions can be drawn at this time.